Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the visera elite ii video system center display an e226 error. The event occurred during preparation for use, prior to a therapeutic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that the issue occurred when connecting the ch-s200-xz-ea to the otv-s200. The customer attempted a different camera head; however, the issue persisted. In addition, the customer cleaned the electrical contacts on the camera with 70% isopropyl alcohol without resolving the problem. Tac instructed the customer to power cycle the otv-s200 before connecting a ch-s200-xz-ea. Afterwards, the problem was resolved, and the customer will not send in the device for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.